Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested but not made available at this time. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported, "actual fit of the margins (areas were rongeur'd off). Convex angle of the implant (most lateral portions of the implant could not lay down at the same time). The implant had to be cut in half to correct fit issues. Use of our 91-13506 drill bit from the neuro set caused such significant melting in the implant that 50-15994 screws could not purchase at all. The case was finished with 50-17304 emergency screws."